Manufacturer narrative:
Method: device history review; results: further details about the event and the patient were requested but no further information was provided. The anchor c IFU states that the surgeon must warn the patient that the device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future. Conclusion: without further details or a returned device for evaluation, a plausible root cause cannot be identified at this time.

Event description:
It was reported that anchor c screw has backed out. The surgeon is unsure if revision is required.

Event description:
It was reported that anchor c screw has backed out. The surgeon is unsure if revision is required.